Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device is in overdischarge. Rep is in the process of trying to recover the battery, recharge it and complete a power on reset (por). The patient has done three 60-min clock so far. The patient reported that the implant was "difficult to locate" with the recharger antenna and it took long time. She said she gave up. Recharger was check and working properly. Patient will contact rep as soon as she gets the charging screen, as they could not complete the process today in the doctor's office. The patient had an other appointment to get to. Rep also noticed the patient was missing a back foot compartment door on her programmer. Repair will contact patient and send patient replacement cover. The issue has not been resolved at the time of this report. Manufacturer representative later reported that the patient was not able to get the device to charge and that they completed a total of six 60-min sessions and never got the recharge screen to come up. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they were going to let the physician know they were not successful in getting the ins battery to recharge and to set up a replacement procedure. No further complications reported/anticipated.